Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted overnight and pump shut off. Customer reported an elevated blood glucose (bg) level of 390 (mg/dl) and delivered a pump correction. It was indicated that the current pump would continue to be used for diabetes management.